Event description:
It was reported that while conducting a sensing test the device did not return to normal parameters requiring the customer to manually reprogram the device back to ddd mode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.